Event description:
The hcp reported that the patient experienced withdrawal and subsequently underwent pump replacement. In 2005 the patient had a routine refill and was exhibiting no symptoms. The pump was refilled with 20 ccs of fentanyl 14,000 mcg/ml. The patient presented in 2006 with "intermittent withdrawal symptoms". The expected volume was 5.2 ccs; actual reservoir volume was 7 ccs. The patient was continued at 7800 mcg/day dose and was refilled with 20 ccs of fentanyl 14,000 mcg/ml. A week later, the patient presented with withdrawal symptoms. The pump was stopped and the patient was placed on oral medication. The reason for removal was reported as battery depletion. The pump was replaced 6 days later, and therapy restarted with fentanyl 14,000 mcg/day with a daily dose of 3900 mcg. Patient outcome is reported as "no sequela".